Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tubing had been fully inserted into the drip chamber. Gravity testing was performed and revealed no flow due to a blockage between the chamber and the tube. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the solution would not flow out at the end of the tubing of a vented paclitaxel set. This occurred during priming with normal saline. There was no patient involvement. No additional information is available.